Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that due to corrosion on endoscope the reported event occurred. However, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope exhibited error 315 on display. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.